Event description:
Ivc filter was placed via right femoral vein. Upon deployment the device migrated/embolized into the heart as the device did failed to open. The device was successful snared from right femoral vein to the ivc without complication. Retrieval was attempted from rij with an appropriate retrieval device but during the retrieval the feet of the device was grabbed and it pulled back into the cava. Since it could not be taken out through the skin, the patient was taken to the operating room for retrieval of the filter. The retrieved filter was noted to have failed to open. FDA safety report ID# (B)(4).